Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer had several recoverable faults. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the faults on armnet 4. The tse advised the customer to perform a hard power cycle on the patient side cart (psc) when clinically possible. The customer called back and reported that the recoverable errors returned and turned into a non-recoverable error while tissue was being grasped in universal surgical manipulator (usm) 2, and usm 4 had a needle driver instrument holding a needle. The tse walked the customer through a hard power cycle on the psc. The system powered on normally with no errors. As the surgeon took control of usm 4, the system immediately produced a recoverable error, and after attempting to recover from the error, it turned into a non-recoverable error. The tse recommended performing another power cycle and remove the instrument from usm 4. The customer did so and adjusted usms 1, 2 and 3 around to different ports to continue as a 3-usm procedure. The procedure was completed as planned with no reported injury. Isi followed up with the customer and obtained the following additional information: usm 4 was disabled, and the procedure was completed with no complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the distal setup joint (suj) and universal surgical manipulator (usm) to resolve the fault issue. The system was tested and verified as ready for use. Isi did not receive the suj and usm for evaluation. A follow-up MDR will be submitted if the products are returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
The distal setup joint (suj) was installed on a functional test platform and passed all tests. Error 40084 was confirmed in the logs but not replicated during testing. The board distal dual harnesses will be replaced as a precaution. The universal surgical manipulator (usm) was tested on an in-house system in normal mode. The usm was also tested on a functional test platform and had no errors.

Event description:
Refer to h10/h11 for follow-up information.